Event description:
The customer observed false reactive alinity I havab igg results for a patient. The following data was provided (customer¿s reference range >1.00 s/co are reactive): patient 1 sample ID (B)(6) ran on (B)(6) 2022 initial result = 1.88 repeat results = 0.65 and 0.36 s/co. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for false reactive alinity I havab igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of retained kits. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review of lot 37306be00 did not identify any non-conformances or deviations. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed, and all specifications were met and no false reactive results were obtained, indicating that the lot generates the expected results. Based on this investigation, no systemic issue or deficiency with the alinity I havab igg reagent, lot number 37306be00 was identified. This report is being filed on an international product, list number 8p26 that has a similar product distributed in the us, list number 8p27.